Event description:
Clinical study. Same case as MFR #: 6000089-2007-00814. It was reported that following a coronary artery drug eluting stenting treatment procedure a stent fracture occurred. The pt presented at the time of the index procedure with symptoms of stable angina. The pt was referred for cardiac catherization. The target lesion was located in the mid left anterior descending artery (lad) with 90% stenosis, a length of 10mm and reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16mm study stent. Due to a grade b dissection a second 2.5 x 16mm study stent was placed with 0% residual stenosis. The pt was discharged the following day on protocol doses of plavix. The study core lab reviewed angiographic data for this pt in 2007. This review identified that a stent fracture had occurred 35 days after the index procedure. The fracture type was identified as a type 1 (single strut) fracture. The pt status is unk. Add'l info has been requested.

Manufacturer narrative:
Device eval: the delivery device was disposed and the stent remains in the pt. Since the device was not returned, no direct prod analysis will be available. The root cause of the difficulties stated in this complaint could not be determined.